Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot#: (B)(4), ubd: 25-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having severe head and neck pain. The patient said her head felt like it was going to explode and her neck was sore. She said it felt like the wires in her neck were messed up. The patient was able to connect to the ins with the patient programmer (pp) and they turned off stim then turned it back on and it did not relieve the pain. The patient did not have any falls or trauma. They tried contacting the healthcare professional (hcp) and even went to the emergency room but the ER told them that they could not do anything with the device.